Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument had a clip application issue. The customer used a backup medium large clip applier instrument to proceed. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were found. The issue occurred immediately after clipping the clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was functionally tested and failed the clip test. Inspection found a bent grip near the top of the clip groove, causing an offset at the tips. Further inspection found discoloration on the clamping pulleys.

Manufacturer narrative:
Further inspection of the medium large clip applier instrument identified one of the grips to be bent and this observation is related to the primary issue that was reported.

Event description:
Refer to h10/h11 for follow-up information.